Event description:
During an atrial fibrillation procedure, formation of thrombus was observed at the tip of the catheter during the final portion of ablation. After aspiration of the fragments (thrombus), the catheter was removed and the tip had a charred appearance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported thrombus and char remain unknown.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is (B)(4).